Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02056. It was reported that the pt's recharge interval for his ipg has gotten significantly shorter and the time it takes to recharge the ipg is longer. The pt stated, he used to wait at least four days between recharges but now he must charge every 1-2 days for at least two heat at the ipg site during charging that is uncomfortable at times. He stated, he begins feeling warmth about 45 mins into his charging session. It was also reported he feels unwanted stimulation in his feet. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.